Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor position encoded error and motor error. The customer¿s blood glucose level at the time of the incident is unknown. The customer explained that the insulin pump was exposed to an MRI. The drive support cap was normal. It was advised that to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.